Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pericardial fluid collection and bleeding, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of shortness of breath, tightness and right-side chest pain. They were also hypertensive. A computed tomography (CT) showed tamponade. Increased size of the hemopericardium and apparent loculation anteriorly with substantial compression of the anterior free wall of the right ventricle and the right atrium were seen, therefore tamponade physiology was suspected. The patient returned to the intensive care unit, then operating room for evacuation of blood on (B)(6) 2025. A hematoma was removed in right chest. Lower flows were noted. On (B)(6) 2025, the patient was back in the stepdown unit preparing to discharge in about a week.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.